Event description:
While inserting, md found cracks at the hub of the needle. The md judged as defective product so finished the procedure using new product.

Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle connected to an ars, a swg within its advancer tubing, dilator, and a 3-l catheter for evaluation. Visual and microscopic examination of the needle revealed three cracks in the introducer needle hub. The returned needle was attached to the returned ars and water was aspirated and purged. A significant amount of water and air leakage was detected from the needle hub. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained three cracks in the hub. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
While inserting, md found cracks at the hub of the needle. The md judged as defective product so finished the procedure using new product.